Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. Patient initially indicated that they think something was wrong with their recharger stating it was not working as well as it usually did, further stating that they were shaking so bad that they could not do their makeup. Patient confirmed they were referring to their essential symptoms returning, have gotten worse recently which was why they think something was wrong. Patient called the manufacturer the previous day and reported coupling concerns which were resolved during that call. When patient started a charge session during the call today, they were getting 2 coupling bars, but patient was able to resolve this by turning antenna dial and repositioning and achieved 6 coupling bars. Patient was not seeing the lightening bolt icon on their charger, and it was reviewed for the patient that this did not indicate a problem with the charger, but rather indicated that the therapy turned off, which explains why patient was having symptoms return. Patient did not make any allegations about therapy turning off unexpectedly. It was reviewed for the patient that this can occur if the ins battery gets too low. It was reviewed for the caller to turn stimulation on and the reported issue was resolved. It was reviewed that shaking will likely subside now that therapy was back on again, however, if it does not, patient should follow up with the managing health care professional (hcp). No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient called in because they had a hard time writing back with the letter. The patient was saying they had immediate success when they called in (B)(4), there brain stimulator was not working and they talked patient services and they helped the patient get the information they needed. The therapy being turned off was stated to be the patient¿s fault. The issue was resolved by turning the therapy back on. There were no further complications reported.